Event description:
It was reported that the user experienced a low glucose event while new to the ilet system, with cgm (dexcom g7) displaying 63 mg/dl, treated with 8 oz orange juice, and subsequently showing 133 mg/dl on cgm and 118 mg/dl by fingerstick; the agent guided the user to recalibrate the cgm via the device menu, after which readings aligned and education to monitor glucose for one hour was provided. Symptoms included no immediate health effects. Outcomes included no medical intervention and no assistance required. Investigation included customer interview, device use review, and guided cgm calibration. Investigation of this case revealed a low glucose event with cgm reading discrepancy resolved by recalibration, consistent with early adaptation of the algorithm and sensor calibration variance. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.